Event description:
During the laser photo-vaporization procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 370979 joules. The procedure was not aborted or converted to another modality for tissue removal. Post procedure voiding trial was successful. It was reported that a day post the index procedure, the patient was experiencing odynuria (genitourinary). The patient was discharge 2 days post procedure. The patient symptom of odynuria resolved without medication and residual effect 7 days post onset symptom. The investigator assessment of the patient symptom was assessed as possibly related to the device and probably related to the procedure. There was no clinical endpoint committee adjudication required.

Manufacturer narrative:
The subject device is not available; therefore, physical as well as technical analysis could not be performed. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Based on review of all the information available, there was no device allegation. The patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. A probable cause of adverse event related to patient condition was assigned to this investigation.

Event description:
During the laser photo-vaporization procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 370979 joules. The procedure was not aborted or converted to another modality for tissue removal. Post procedure voiding trial was successful. It was reported that that a day post the index procedure, the patient was experiencing odynuria (genitourinary). The patient was discharge 2 days post procedure. The patient symptom of odynuria resolved without medication and residual effect 7 days post onset symptom. The investigator assessment of the patient symptom was assessed as possibly related to the device and probably related to the procedure. There was no clinical endpoint committee adjudication required.